Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that they were connected during the prime, realized that they shouldn't had been and disconnected. Then when the machine said to connect they did and started draining without the patient line being prime properly. The technical service representative (tsr) reviewed proper setup procedure. The tsr had the home patient (hp) cycle the power. The hc alarmed system error 2367 occurred. The tsr had the hp cycle the power again and informed the hp that they would had to setup with all new supplies. The hp understood and would setup the hc with all new supplies. The samples are unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient stated that they were connected during the prime, realized that they shouldn't had been and disconnected. This complaint is confirmed because connecting during prime is a use error that may cause an incomplete prime and lead to a system error 2240 alarm. Per the patient at-home guide, users are instructed to check the patient line is completely primed before they connected.